Event description:
A non reactive advia centaur (B)(6) result was obtained on a pt sample after retesting in duplicate. The initial result was reactive. The pt sample was tested again three times and the results were reactive. The customer tested the sample on western blot and obtained a positive result. The positive result was reported to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant advia centaur (B)(6) result is unk. The instrument is performing within specifications. No further evaluation of the device is required.